Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the cup product and lot code combination since its release to distribution. A search of the complaints databases and/or a review of device history records were not possible against the remaining devices as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical record, patient was revised to address failed right hip replacement. Revision notes stated that small blush of fluid was noted. Stem, head, and liner were removed. Patient was 1.5 inches short on the right hip due to loosening. Added head to this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.

Event description:
Patient was revised due to pain. Femoral stem was grossely loose. The metal liner was not appropriately seated.